Manufacturer narrative:
The reported event, for sterility compromised by way of a hair/fibre, was not confirmed as the product packaging was received by stryker in an opened state. As the product package was received in an opened state, sterility of the product and evidence of foreign material within the packaging, the root cause cannot be determined. The IFU #: (B)(4) rev.a was reviewed and contains the following warning upon initial receipt and before use; "upon initial receipt and before use, inspect the package for damage and confirm the integrity of the sterile barrier. Do not use any equipment if damage is apparent or the sterile barrier has been compromised".

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, it was noted that there was a hair in the pack during visual inspection prior to a surgical procedure. It was also reported that there was no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, it was noted that there was a hair in the pack during visual inspection prior to a surgical procedure. It was also reported that there was no adverse consequences and no delays as a result of this event and the procedure was completed successfully.